Event description:
Reporter indicated that programming wand failed to program. Programming wand was returned for product analysis. Analysis of the returned wand identified a broken wire in the serial data cable, caused by a dislodged strain-relief grommet.